Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding at the chest site due to surgical complications. The patient expired.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.